Event description:
It was reported that high impedance was detected on the patient's generator. The patient had fallen a week before high impedance was detected and reportedly had not felt their stimulation since the fall. The patient's leads were replaced due to the high impedance and their generator replaced prophylactically. It was reported that the explanted products were discarded by the explanting facility; therefore, return of the suspect product is not expected to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.

Event description:
Incoming communication from the patient's surgeon indicated the patient "has yet again pulled of their lead" indicating that the patient's manipulation / twiddling may have contributed to the high impedance reported. No further relevant information has been received to date.